Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97740, product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer had a poor communication screen. The patient reported that ins recharger could connect with the ins. Troubleshooting was initiated and antenna placement was reviewed but the poor communication issue remains unresolved. The patient reported that they are always in pain, the pain is not new and the pain is ¿all over¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.